Manufacturer narrative:
The patient has continued to use the pump without further reports of blood glucose excursions. The pump is not expected to be returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned at a later date, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2014 with the following findings: unable to duplicate the complaint, information for the complaint is overwritten. The black box begins on (B)(6) 2014. Due to continuous use the black box data/histories for the event on (B)(6) 2011 have been overwritten. Review of the available black box and alarm history shows no eaw¿s related to the complaint. The tdd¿s add up correctly and reflect the user programmed basal rate. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the patient experienced elevated blood glucose (bg) that required advice from the patient's health care provider. The patient reported that bg readings were between 378mg/dl and >600mg/dl for two days ((B)(6) 2011 and (B)(6) 2011) following the initiation of prednisone therapy for asthma. No typical signs or symptoms of hyperglycemia were reported; the patient noted a heavy feeling in her legs and a metallic taste in her mouth. The patient reviewed the pump history and settings with customer support; no deficiencies or errors were discovered. The patient denied issues with infusion sites, tubing, or cartridges but discovered one bent cannula on the morning of (B)(6) 2011. Insulin viability was assessed without finding any issues. It was reported that the hcp advised discontinued use of the pump because of the belief that the delivery was inadequate and recommended insulin injections. The patient stated that the bg remained somewhat elevated (242mg/dl to 600mg/dl). This complaint is being reported because the hcp alleged that the pump under-delivered insulin even though no malfunction or defect could be found by customer support.